Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Analysis was unable to perform prime test due to button/keypad anomaly.

Event description:
It was reported via phone call piston did not stop during prime and the insulin pump alarmed no reservoir. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.